Manufacturer narrative:
Approximate age of device- 4 years. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient presented with elevated lactate dehydrogenase (ldh) of 785 u/l. At the time of this event ramp echocardiogram results were negative and the patient¿s plasma free hemoglobin (hgb) 3.7 g/dl with haptoglobin below 10. The patient was given bival gtt and persantine with increased aspirin to 365. The log file submitted shows the pump parameters trending upward slightly. The remainder of the log file is unremarkable. Additional information received reported that the patient presented with incremental increases in powers and flows noted over past week or so. The patient¿s plasma free 25 slightly hemolyzed and currently only on coumadin with goal 2-3 and aspirin 162. Additional log files submitted which contained data from (B)(6) 2018 7:54 to (B)(6) 2018 11:49 reported that there is elevated power and flow but still within the normal limits. The patient is currently admitted with presumed lvad thrombus on bival and the patient¿s ldh remains in 600-700 u/l range. The patient was listed as 1a status due to suspected pump thrombus and underwent a heart transplant on (B)(6) 2018. .no additional information was provided.

Manufacturer narrative:
The explanted pump was returned for evaluation. The report of suspected thrombus and a specific cause for the reported elevated lactate dehydrogenase (ldh) cannot be conclusively determined as no vad related issues were found in the evaluation of the pump. The pump was returned assembled with driveline cut approximately 7.5 inches from the pump housing and the severed portion of the driveline was not returned. The sealed inflow conduit was not returned. The sealed outflow graft, with the outflow graft bend relief, was returned attached to the outflow elbow. The outflow elbow was returned attached to the pump outlet port. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no adhered thrombus formations or depositions. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities. The pump underwent cleaning, reassembly, and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process. The pump operated as intended. Thrombus and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.